Manufacturer narrative:
On (B)(6) 2021 customer alleged unable to press transfer guard onto vial and air bubbles while filling reservoir. Evaluated three partial opened/used reservoir(missing one transfer guard/one plunger rod ) and performed visual inspection using appendix e; checked o-rings and stopper grooves for defects and none was found then inspected reservoir¿s snap-cap width dimension using a new lab quick-set connected and disconnected manually and found reservoir's snap-cap passed per specification connect/lock/release and performed pre-filling reservoirs per (B)(4) and all reservoirs passed per specification connect/release properly from vial also no air bubbles were observed during analysis. Reservoirs snap cap values 1.- .447, 2.- .446, 3.- .446. Reservoir transfer guard values 1.- 0.430, 2.- 0.427. Reservoirs plunger rod torque test values 1-3.15, 2-2.11. In summary all three reservoirs passed per specification connect/release from vial and no air bubbles were observed during analysis. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Blood glucose reading was 422 mg/dl at the time of event. Customer also stated that there was air bubble in the infusion set and reservoir. Customer declined troubleshooting. It was unknown whether the customer was using auto mode feature at the time of incident. The insulin pump will not be returned for analysis.